Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: b3: event date is year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device . The reason for call was pt reported they were experiencing issues when recharging their implant over the last 1-1.5 months. Pt said when charging their implant, their controller battery would go from 100% down to 0% after only getting their implant charged up to 60%; then they have to recharge the controller to complete charging the implant. Agent had pt inspect the controller port and recharger cord/plug for damages; no visible damages reported. Pt confirmed their recharger had been getting warmer than usual when recharging their implant. When charging the implant, pt said recharge quality would go from good/excellent, to disconnected and they would have to reconnect with the implant to continue charging. Pt said the issue was happening on and off; one day would work fine, then days like today they would be charging for hours and only got up to 30%. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt was concerned their recharging issues may have something to do with the controller or implant rather thanthe recharger; agent reviewed information and told pt they could meet with a healthcare provider (hcp) or medtronic rep if they wanted to interrogate the implant, or call back to pats for additional troubleshooting if recharger doesn't resolve issues. No symptoms were reported. Additional information was received from the patient (pt). Pt mentioned they had met with rep at pain management hcp on june 1st regarding their neurostimulator (ins) battery charging issues (such as slow to charge). Pt indicated the rep changed a few things <(>&<)> since then it's got a little better. Patient commented they have gone through everything possible: such as a new recharger, etc. Pt confirmed recharging temp/speed was set at four (4). Pt stated they meet with rep routinely about every year to year <(>&<)> half to optimize therapy, if needed.